Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus the gastrovideoscope¿s balloon channel was blocked. It was not specified when the issue was observed or occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The suspect device has been returned to olympus for evaluation. The olympus service center confirmed the customer's event. In addition, due to a crack on the scope connector, water tightness is lost due to a crack on the scope connector, no water is fed and the balloon suction volume does not meet the standard value due to a clogged air/water tube, the adhesive on the bending section cover has a chip, the connecting tube has coating peeling, the up/down knob cannot be locked securely due to wear on the lock engagement lever, the bending angle in up direction does not meet the standard value due to wear of the angle wire and the nut is loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the defects. The reprocessing methods are described in accordance with the instructions for use (IFU): -chapter 6 compatible reprocessing methods and chemical agents. -chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.